Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the following concerning the hermetic lumbar catheter, closed tip (ins5010): ¿patient with post-traumatic stress intracranial hypertension. Indication for external lumbar derivation for early intracranial hypertension despite sedation. Simple puncture of the dural cul-de-sac by trocar and mandrel. Frank reflex of csf. Pre-moistened guide evd. Ascension without difficulty through the trocar of the evd catheter with its metal guide of approximately 15 cm. When attempting to remove the guide, it rubs abnormally. After obtaining 2-3 cm of withdrawal, the friction is significant which deforms the proximal end of the catheter which becomes serpiginous. Then the guide disintegrates with persistence of the metal core in the kt of evd and then breaks. The catheter is cut at a distance of approximately 15 cm from the skin to allow subcutaneous tunneling. No csf exit. Persistence in the catheter of the distal end of the guide. Removal of this distal end with forceps which restores satisfactory catheter permeability. Immediate action: removal of this distal end with forceps which restores. Good flow through the catheter. Device kept for analysis.¿

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter (ins5010) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies were observed during manufacture or packaging that could be associated with the complaint incident. Failure analysis - inspection of the returned unit showed that the package included a piece of the catheter, an unraveled guidewire (in 4 pieces), and a piece of the product dispenser box with the product label. From the label, the product lot number was confirmed to be 7353508, as initially reported in the complaint. Guidewire: the guidewire visually was inspected. Guidewire end proximal to hp is bent indicating possible wrapping around fingers or hand. The outer coiled wire was unraveled and was returned in four (4) separate pieces. One (1) of the pieces was inside the piece of catheter returned. As reported by the customer, the entire wire was retrieved; this was confirmed because the tip of the outer guidewire was found inside the package, and it was observed that the inner wire detached from the distal weld. Catheter: a piece of the catheter was returned, it was wrinkled or as described by the customer: it became serpiginous. One (1) of the four (4) pieces of wire was still inside the catheter; the returned catheter portion was straightened, and it measured approximately 46.5 cm long. As described in the complaint, the other portion remained in use because once the wire was removed in its entirety, satisfactory catheter permeability (patency) was restored. Based on the foregoing, the complaint is considered confirmed. Root cause - based on the evaluation of returned unit and the information provided by the client, the most probable root cause for the reported condition is related to the technique used during the guidewire retrieval (wrapping the guidewire around the fingers) which may cause the guidewire to snap/break causing the reported condition. Additionally, due to confirmed complaints related to unraveled guidewires, a scar was issued to obtain an in-depth evaluation from the supplier to identify a potential root cause for the reported guidewire breakages and actions that can prevent or reduce the recurrence of the reported condition. The supplier¿s final report did not identify any manufacturing issues; however, they reported that the user should avoid bending the wire; for example, wrapping the guidewire around the hand or fingers when removing the guidewire. Bending the wire could create a force on the distal weld exceeding 2.75 lbs., causing the observed breakage at the distal weld and subsequent guidewire stretch or unraveling. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.